Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the lead was repositioned to the original position on (B)(6) 2015. The patient reportedly receives effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's system is auto-reducing. Diagnostic testing revealed low impedances on multiple contacts. Programming was unable to provide stimulation therapy to the patient. Images were taken and it showed the lead appears to have pulled out of the epidural space slightly. Surgical intervention has been scheduled.